Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction h6 results code and h6 clinical code the reported event could be confirmed, since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: "looking at the prophecy planning, the surgeon started in a situation of a well-aligned tar in in arthritic, but only little deformed ankle joint. Theoretically the prosthesis must have had a very good fit and alignment. However, since no early postoperative x-rays are available, the final position of implantation cannot be assessed. The two CT-slices show large periprosthetic cysts, most evident on the tibia side. The tibial tray is not well-aligned (anymore), indicating loosening and migration. Without further information it is not possible to determine the root cause of the relatively early loosening." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for aseptic loosening.